Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A patient underwent an uneventful photo refractive keratectomy (prk) procedure. Epithelium is slow to heal on the left eye. Eight days post-operatively, bandage contact lens was replace due to epithelium closed but very loose. Patient was put on a sodium chloride hypertonicity topical drop, topical antibiotics and a topical steroid drop. Patient was seen eight days later and bandage contact lens was replaced again. Patient complained of photophobia in the left eye. Patient was referred to a corneal specialist and was diagnosed with herpes simplex virus. Patient was started on an oral viral medicine and a topical viral drop. Patient was seen approximately one month post prk. Epithelium defect was closed and two plus corneal haze was noted.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Review of the logfile for the day of treatments shows during start up the system passed successfully all initialization steps and the user performed the gas change, the energy check successfully, skipped the scanner test and performed the eye tracker test and the fluence test successfully. According to the treatment report, the reported treatment could be linked to one treatment on that day and it was finished successfully without issue. During the whole day, the user renewed the energy check in the required time range to the last energy checks so all treatments were performed in the required time range. The system was shut down normally by the user after the treatments were finished. No technical problem can be identified during logfile review. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4).